Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, one day following intraocular lens (iol) implant procedure, it was noticed that there were additional toric marks on the iol (another set of marks located about 80 degrees from one of the marks). The lens was left implanted in eye because, the patient was seeing very well. Additional information was requested.

Manufacturer narrative:
The product was not returned, lens remained implanted. A photo was provided of the lens in the eye. One set of three molded axis marks are visible in the upper left quadrant as designed. The second set of marks are not visible due the irrigation and aspiration (I/a) probe in the photo. An area in the lower left quadrant is circled in yellow. What may be shadows are observed. Due to the clarity of the photo, it cannot be determined if this is damage or a surface anomaly which may give the appearance of an axis mark. No determination can be made from the photo. Product history records were reviewed and documentation indicated the product met release criteria. The root cause for the reported "additional toric marks" cannot be determined. No determination can be made without physical evaluation of the complaint sample. Due to the specific molding process and 100% inspection for the axis mark alignment, a lens with additional marks would not pass inspection criteria. Toric axis marks must be within a specified range at the optic/haptic junction. All lenses are 100% inspected for this attribute. Lens resolution and focal length are based on the alignment of the toric axis marks with 100% inspection for this function. Axis marks are created by indentions in the pin. The validated program used to make the axis marks is setup to create only one set. The pin is then inspected to ensure the axis marks are in the correct location and an additional inspection is performed at molding before use. One lens could not be created that would have additional axis marks. All product produced with the pin would be identical. This is the only complaint fro this lot and this is the only complaint of this type. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).